Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jun2020.

Event description:
It was reported that during set up, the ventilators touchscreen would not respond even after calibrating it. There was no patient involvement. The service engineer (se) inspected the device. The se confirmed the reported issue and found the unit would not respond to touch. The se replaced the touchscreen. The unit was checked overall, run in tested, cleaned, functionally tested, and no abnormality was confirmed.

Manufacturer narrative:
G4: (B)(6)2020. B4: 01oct2020. The touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the ul_lr and ur_ll resistance & resistance ratio were out of specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.